Event description:
The facility reported: the doctor had to convert from cataract surgery to a vitrectomy surgery as he had a pc tear because he was cutting to close to the capsule. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l info becomes available.